Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was outside of the labeled operating altitude range, causing the customer to experience an elevated blood glucose (bg) level (600 mg/dl). The customer administered a correction injection to address the bg level. Reportedly, the customer cleared the alarm and resumed insulin therapy.